Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronically total occluded (cto), heavily calcified de novo lesion in the anterior tibial artery. A 014 ht winn guide wire was advanced however the tip of the guide wire separated. No attempt was made to retrieve the separated portion and the tip remains inside the vessel. The procedure was discontinued. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the retuned guide wire and the reported tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. A cine was received and reviewed by an abbott vascular clinical specialist. The cine review concluded that the snapshot image provided evidence confirming the ht winn 200t did separate but did not confirm how it separated. In the absence of cine films a probable cause could not be determined. The investigation was unable to determine a conclusive cause for the reported tip separation. Based on the reported information and cine review, it is possible that inadvertent mishandling, manipulation and/or torqueing of the guide wire against the anatomy during advancement caused the tip separate; however, this could not be confirmed. The noted stretched coils likely occurred during retraction of the guide wire. Additionally, the reported patient effect appears to be related to the operational context of the procedure as no attempts were made to remove the separated tip and remains in the patient anatomy. The noted teflon damage likely occurred during retraction and was likely caused by the torque device used in the procedure. The noted bends on the guide wire likely occurred during packing for return analysis. The noted bend on the core likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.